Event description:
Caller reported mobile system blood glucose result of 8.0 mmol/l for son. Son displayed symptoms of hypoglycemia. Retest result with performa system was 3.2 mmol/l within 10 minutes. Mother administered a glucogen injection. Reported no adverse event. No information provided for the performa system. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). No information provided for the performa system.